Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 380 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the pod lost communication.. Symptoms reported include vomiting and heat exhaustion. The patient was treated with insulin drips, IV (intravenous) fluids, and something for nausea but does not remember the name. The patient was still at the hospital. The pod was worn when seeking medical attention.